Event description:
Surgeon was using the cusa and complained that there was excessive misting. They adjusted the irrigation, verified that hand piece was assembled properly but it did not fix the problem. There was inadequate suction causing misting during the procedure. There was patient contact but no patient injury reported. There was a 30-45 minute delay in surgery. Additional information has been requested.

Manufacturer narrative:
Investigation completed 06/02/2017. Method: device history review; trend analysis; failure analysis. The DHR documentation was reviewed and no anomalies that could be associated with the complaint incident were observed. Date of manufacture: aug - 2001. Service history: no anomalies that could be associated with the complaint incident were observed. Trending analysis for the complaint incident was completed as per initial complaint evaluation. During investigation it was observed that the handpiece had a low power due to faulty transducer. Also, dent in handpiece housing was observed. It was noted on the service report that the excessive misting was due to low power. As part of the repair, the following parts were replaced: handpiece housing, water jacket, transducer (new (B)(4)) and o-rings. Handpiece was calibrated and functionally tested within specification prior been returned to customer. The complaint report can be closed. Conclusion: product was returned and the evaluation verified the complaint incident as valid. Root cause determined; cause of the handpiece failure was due to faulty transducer resulting in low power.